Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2020 (159 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected pump has not been returned to the manufacturer. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart was contacted by the clinic to report a suspected membrane defect of the right excor blood pump of a patient supported in the bvad configuration. The clinic provided berlin heart with video material of the blood pump at the time of the event. Berlin heart gmbh clinical affairs recommended an exchange of the affected blood pump. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
Initially, the site reported the wrong implant date of this blood pump. The excor blood pump,s/n (B)(6), was in use by the patient from (B)(6) 2020 (14 days). During initial visual examination of the returned blood pump, no defect could be detected. The pump was sent for external CT scan. No anomalies of the three membrane layers could be detected via CT scan. The blood pump was then tested for functional performance, where it did reach its required functional performance. An unusual movement (star-shaped pattern) of the membrane could be observed, as visible in the video of the clinic. The pump was then disassembled for further testing and the membrane layers were individually examined. All three membrane layers were found to be intact. The thickness of all three membrane layers was re-measured at defined points. The thickness of the individual layers at all defined points was found to be within specification at the time of the re-measurement. No defect was detected. The cause for the star-shaped pattern on the membrane surface could not be clearly determined. The membrane layers show no abnormalities in the thickness distribution that could lead to such a pattern. The patient was successfully supported for 14 days with the pump in question, until it was preventively exchanged.